Event description:
After running infusion for a period of time condensation and lipids were observed inside of clear clave. This was observed in two of the clave used in this infusion. It appears that fluid seeped into the housing of the clave. Nurse responded by changing out claves that were affected.